Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press and had to press more than once. Customer¿s current blood glucose was unknown. The customer reported crack at screen, battery indicator and reservoir port. The back light was dimmer and had rainbow effect on screen. The insulin pump had random no delivery alarm, battery life was diminished and motor was lauder. The device will not be returned for analysis.